Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1flsu, product type: lead. Product ID 3889-28: lot# va1b8b4, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the manufacturer representative (rep) reported they received impedances greater than 4000 ohms on c0, 01, 03, c3, and 02. The rep indicated no harm to the patient. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va1flsu, product type lead; product ID 3889-28, lot # va1b8b4, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a consumer with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that during a revision case the first new lead had high impedances/was defective so the doctor used another lead. The second lead worked fine. It was further reported the reason for the revision was the physician had noticed several combinations that were greater than 4000 ohms with the old lead. The old lead was placed in the case and tested with both the new and old battery and it showed the lead was bad. The new lead with the new battery showed impedance was good. The patient was fine post operatively. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis of the lead (va1flsu) found no significant anomalies as the stimulation lead body conductor was crushed.